Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No numbers scrolling up noted. The device passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. It had minor scratched lcd window, cracked display window corner and broken reservoir tube lip.

Event description:
The customer's mother reported via phone call that the numbers on the screen started scrolling; the customer removed and reinserted the battery but the numbers started scrolling up again when trying to bolus. Blood glucose value was 324 mg/dl. No significant event leading to the keypad issue were recalled. The device was returned for analysis.